Event description:
It was reported that four months after an artificial urinary sphincter (aus) implant, the patient had not experienced an improvement in the symptoms. A surgical procedure was performed in which the existing 4.0 cm cuff was removed and replaced with a 3.5 cm component. It was indicated that the smaller cuff was a better fit for the patient. There were no patient complications reported.